Manufacturer narrative:
The customer replaced the architect drying tip which resolved the issue. There were no additional discrepant results reported on the architect c4000, serial number (B)(4), after the drying tip was replaced. A review of the architect (B)(4) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect c4000 platform found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the architect drying tip associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(4), or the architect drying tip.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: sid (B)(6), (B)(6) male, white, non-hispanic; sid (B)(6),(B)(6) male, hispanic.

Event description:
The customer reported falsely elevated magnesium (mg) results on two patients generated on the architect analyzer. Results provided: on (B)(6) 2019, sid (B)(6) = 7.2 / 1.5 meq/l: (B)(6) male, white, non-hispanic. On (B)(6) 2019, sid (B)(6) = 7.4 / 1.6 meq/l: (B)(6) male, hispanic. Normal range = 1.3-2.1 meq/l. No impact to patient management was reported.